Event description:
It was reported that stimulation was intermittent. Impedance measurements were taken and found to be within a normal range. A reprogramming was done and the pt felt stimulation on one side only. An x-ray was performed to check lead placement but results were unk. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).